Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that sensor wire was stuck right where the needle went in between the two black dots on the sensor pod. Patient reported no additional discomfort at sensor insertion site. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).